Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,500 mcg/ml fentanyl at a dose of 228 mcg/day via an implantable infusion pump for non-malignant pain. The patient's medical history included chronic pain syndrome, and neck pain. It was reported that the patient's pump and catheter were explanted and replaced on (B)(6) 2017. The catheter was completely explanted and new catheter was successfully implanted. The managing hcp wanted to get the patient a larger pump so a 40ml pump was implanted at the time of replacement as well. The hcp suspected that there was initially a catheter issue. It appeared that his suspicion was correct because the hcp observed what appeared to be a break in the pump segment of the catheter. After cutting the broken end of the pump connector, the hcp was still unable to aspirate the remaining portion of the catheter. As a result, the catheter was replaced. The patient stated that he was not getting sufficient relief and he would occasionally feel periods of "overdose". The hcp attempted to aspirate the catheter during replacement surgery. No falls or compliances issues were reported in regards to environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated. The explanted catheter was in the possession of the hospital and was to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was unable to retrieve the explanted products from the costumer. The explanted devices would not be returned for analysis.